Event description:
Affiliate reported that the customer was hospitalized for high blood glucose. Customer stated that the pump has been dropped and since then pump has not worked correctly. Instructed to disconnect, return pump.